Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was broken it keeps coming off and the middle button was also broken. The blood glucose of the customer was unknown. The device will not be returned for the analysis.